Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include vascular spasm or vascular trauma (e.g., dissection) and aortic expansion (e.g., aneurysm). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent descending aortic replacement and omental packing for aortoesophageal fistula. On (B)(6) 2023, the patient underwent an endovascular treatment for pseudoaneurysm of the proximal anastomosis site using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient tolerated the procedure. On (B)(6) 2023, an additional procedure was performed as aneurysmatic change (aortic enlargement) near the proximal edge of the previous ctag ac device was found on a follow-up examination. The size of the enlargement was unknown. Two ctag acs and an aortic extender of gore® excluder® aaa endoprosthesis were additionally implanted. The patient tolerated the procedure. The reporting physician commented as follows: given the patient¿s fragile vessel wall, the proximal sine (stent graft-induced new entry)-like lesion probably occurred at the proximal edge of the ctag ac.